Manufacturer narrative:
(B)(4)

Event description:
According to the reporter the device was impossible to inflate. It was also reported that the patient did not experience and adverse event as a result of the device malfunction.